Event description:
The customer reported a motor error alarm. The blood glucose reading was 79 mg/dl. The patient does not recall any significant events leading to the alarm. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer was assisted with clearing the alarm. The customer stated that they were unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to test for motor error alarm or perform the displacement test and rewind test due to no button response. Insulin pump had minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker. The motor was tested outside of the device and passed.